Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic cholecystectomy, while in the cystic duct and cystic artery the surgeon encountered difficulties to tie up. One of the clips just fell out of the applier once loaded in the jaws. The surgical time was prolonged. Two additional clip appliers were used to complete the case. There was no patient injury.